Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular (rv) lead was suspected to have a possible fracture as high threshold, high pacing impedance, and oversensing indicated on stored episodes and as short v-v intervals was noted. A new pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.